Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient contacted technical support regarding an external recharger and an implantable neurostimulator after activation because stimulation was ¿not correct,¿ the stimulator was suspected to need charging, and a burning smell was noticed while the recharger was on the body, with stitches present over the implant site that was not fully healed. The patient reported the wireless recharger was getting warm and described smelling something like something was burning, so the recharger was removed. The patient was guided to start a charge session and the implant battery increased from 30% to 40% with a good connection at charging speed level 4; the patient was instructed to stop charging and connect to therapy settings, and to close applications between use. The patient later reported difficulty understanding the equipment because the communicator would not connect to the handset with a repeat ed ¿not found¿ message and the communicator would not connect to the mystim application; after closing apps, resetting the communicator, restarting the handset, and toggling bluetooth off and on, connection to the mystim application was achieved but a ¿neurostimulator battery empty¿ message with service code 336 was displayed. During a recharge session, the patient reported difficulty finding the implant and stated they were not fully healed, and the patient was redirected to the healthcare provider for further evaluation. The patient later requested help turning off therapy and reported a burning smell coming from the back with the back feeling warm, along with trouble charging the implantable neurostimulator because it was charged all day but only reached 70%. The patient was instructed to start a recharge session and turn off therapy, and the patient confirmed a good connection with the implantable neurostimulator battery in red and therapy off, then removed the recharger and stopped charging; best practices were reviewed and the patient was redirected to the healthcare provider to address the concern.